Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we used the capio device to pass 2.0 propelene suture through the sacrospinous ligament on each side. Next, we defined the arcuctendineus on both sides. While passing the capio device on right side, the small metal dart got stuck in periosteum of the pubic bone. We dissected that area and opened the retro-public space. We were unable to remove the small metal fragment. We performed intra op x-ray of the pelvic and located the metal dart around pubic bone on right side. After multiple attempts, we were unable to retrieve the small metal dart. The patient's condition is unknown at this time.